Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant of the left ventricular (lv) lead the physician was "not able to advance [the lv lead] past [a] tight bend in [the] vein." The lv lead was removed and replaced. No complications were reported as a result of this event.